Manufacturer narrative:
The us IFU lists extravasation and other access site complications requiring endovascular interventions as a possible adverse event related to vascular closure devices. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on (B)(6) 2019. The patient was reported to have a femoral artery diameter of 5.8mm. Following the tavr procedure a 14f manta was deployed for closure of the access site. It was reported that the physician had difficulty advancing the lock down the suture to advance the knot into position. The lock advancement tube was re-advanced two additional times. An angiogram was done and extravasation was seen at the access site. Additional angiograms were done following each readvancement of the lock advancement tube and extravasation was said to decrease each time. The physician advanced a 6.0 mm balloon across the access site and inflated it two times. The first inflation was 5 minutes, the second inflation was 6 minutes. Extravasation was still noted and the physician then deployed a 7.0 x 37mm covered stent. Extravasation was resolved.

Manufacturer narrative:
The device was not returned for investigation. The angiograms were obtained by essential medical. The following was noted during the review: access was appropriately above the bifurcation and mid-femoral head. Extravasation was present and deemed above the manta lock based upon the access site location on the initial access site angiogram. Additionally, the lock appeared to be positioned correctly- adjacent to the vessel. It is inconclusive the cause for why the manta implant was not effective in creating hemostasis. The IFU states in the precaution section: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Complications leading to bleeding possibly requiring surgical repair and/or endovascular intervention are listed in the IFU as possible adverse events related to vascular closure devices. Risk documentation has been reviewed and this is a known risk of the device. The occurrence of this type of event remains below risk documentation acceptable limits. The device history record was reviewed, and no non-conformities were identified. Based on the information reviewed there appears to be no product quality issue with respect to manufacture, design, or labeling.